Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if fusion has been met nor if the patient followed postoperative physical restrictions. No root cause can be determined at this time. Labeling review: "contradictions include but not limited to: infection local to the operative site, signs of local inflammation, patients with known sensitivity to materials implanted, patient who are unwilling to restrict activities or follow medical advice, patients with inadequate bone stock or quality, patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential risks identified with the use of this systems, which may require additional surgery include: bending, fracture or loosening of implant components, loss of fixation, nonunion or delayed union, fracture of the vertebra, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the device, nerve damage due to surgical trauma." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size and strength of implants. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand activity levels and or loads equal to those placed on normal healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed or does not occur, the implant may eventually loosen, bend or break . Loads on the device produced by load bearing and by the patients activity level will dictate the longevity of the implant." "Damage to the weight bearing structures can give rise to loosening of components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperative using appropriate radiographic techniques." Device not yet provided for evaluation.

Event description:
On (B)(6) 2018, patient underwent transforaminal lateral interbody fusion procedure with a posterior fixation at levels l3 thru l5 without any reported issues. Post operative lower limb pain was reported. On (B)(6) 2019 examination noted the cage at l4-5 had subsided and two screws at l3 and l5 were reported as loose. A revision procedure is planned on (B)(6) 2019.